Manufacturer narrative:
MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed malfunction alarms 57 and 61 during setup after a factory reset when pairing to a dexcom g7, and the device firmware would not update beyond version 1.3.7 despite the mobile app indicating it was up to date; repeated restarts did not clear the alarms and the pump required replacement. Symptoms included no reported adverse health effects. Outcomes included interruption of insulin pump therapy and reliance on cgm via the dexcom app or receiver. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.